Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device will not be returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer obtained an unspecified low sensor scan result compared to an unspecified result obtained from an adc meter. As a result, the customer experienced being "queasy in stomach" while at the hospital and received unspecified treatment from a third party. The customer declined to provide any further information. There was no report of death or permanent impairment associated with this event.